Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("diverse pain in abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), pain in extremity ("diverse pain in limbs"), migraine ("very frequent migraines"), vision blurred ("blurred vision"), weight increased ("weight gain of 10 kg in 5 years"), alopecia ("hair loss") and mental disorder ("followed by a psychiatrist for 1 year"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pain in extremity, migraine, vision blurred, weight increased, alopecia and mental disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, menorrhagia, mental disorder, migraine, pain in extremity, vision blurred and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced diverse abdominal pain and other complaints, whereupon she underwent a laparoscopic salpingectomy nearly 6 years after placement. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the events started after the insertion of the coils and alternative causes were not mentioned. Based on the limited available information, a causality of essure for abdominal pain cannot be excluded (related). Other events, non-serious, were additionally reported. The case was classified as incident in line with the ha assessment and due to surgical device removal. No active follow-up can be pursued in this ha case. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("diverse pain in abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), pain in extremity ("diverse pain in limbs"), migraine ("very frequent migraines"), vision blurred ("blurred vision"), weight increased ("weight gain of 10 kg in 5 years"), alopecia ("hair loss") and mental disorder ("followed by a psychiatrist for 1 year"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pain in extremity, migraine, vision blurred, weight increased, alopecia and mental disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, menorrhagia, mental disorder, migraine, pain in extremity, vision blurred and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment this spontaneous consumer report, received via health authority (ha), refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced diverse abdominal pain and other complaints, whereupon she underwent a laparoscopic salpingectomy nearly 6 years after placement. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the events started after the insertion of the coils and alternative causes were not mentioned. Based on the limited available information, a causality of essure for abdominal pain cannot be excluded (related). Other events, non-serious, were additionally reported. The case was classified as incident in line with the ha assessment and due to surgical device removal. No active follow-up can be pursued in this ha case. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible.